Manufacturer narrative:
Additional information: g3, h6, h11 one uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Visual inspection revealed the catheter had been fractured just distal to electrode ring 3 and multiple kinks were noted proximal to the distal tip. Investigation revealed that optical fibers 1-3 were fractured at the optical strain relief, consistent with the observed loss of contact force and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the optical fiber fractures remains unknown. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector. UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-d) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
This report is to advise of a fracture noted during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Visual inspection revealed a fracture just distal to electrode ring 3. Multiple kinks were noted proximal to the distal tip. No other visual anomalies were noted. Optical fibers 1-3 no longer met specifications for optical properties, and a thermocouple signal loss error and no contact force were displayed when the returned device was connected to the tactisys quartz unit. The deformable body thermocouple (tc2) displayed acceptable electrical readings during electrical testingthe device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture remains unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-d) is an ous configuration not available in the us and is therefore not referenced in the gudid database.